Event description:
Healthcare professional reported that during surgery an implant could not be removed from the packaging. The device was not implanted. It is unknown if a backup device was used. Patient contact was not made.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant can't remove from packaging".